Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: if possible, please confirm the number of sutures that broke during this procedure. How many from lot rkbjum and how many from shbdcz? Unk. Was the suture broken during dispensing, but before use on the patient? If yes, how many times and from which lot (rkbjum or shbdcz)? N/a. Or was the suture broken during use on the patient. Yes. If yes, how many times and from which lot (rkbjum or shbdcz)? Unk. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. No product available for return. No additional info available.

Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the suture broken during use on the patient. Yes the following information was requested, but unavailable: if possible, please confirm the number of sutures that broke during this procedure. How many from lot rkbjum and how many from shbdcz - unk. If yes, how many times and from which lot (rkbjum or shbdcz)? - unk. Was the suture broken during dispensing, but before use on the patient? If yes, how many times and from which lot (rkbjum or shbdcz)? N/a. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a plastic surgery procedure; reconstruction rear along with reconstruction wounds r orbita en r nostril with multiple skin transpositions on (B)(6) 2024 and suture was used. The suture was used however, this thread broke into 2. Another needle leader was used, but still with the same problem. Several threads from two different lots had this problem. A total of more than 10 threads had to be used during this procedure due to this. No adverse patient consequences were reported. Additional information was requested.